Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1; date of submission :09/07/2016. The device has been returned and evaluated by product analysis on 08/12/2016 with the following findings. The pump is unresponsive with both the returned battery cap and a test battery cap. No audible tone, no vibration alert and a blank display upon battery insertion. Battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment. Leak test shows leak at crack in battery compartment. Removed pump case. No evidence of additional moisture damage inside pump. Download fails due to unresponsive pump. Pump is unresponsive due to moisture contamination and battery compartment damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).